Event description:
It was observed that the device was on backup mode after reinitialization. The pacemaker was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. Initial interrogation was properly feasible and showed that the pacemaker was not operating in the safety backup mode. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on june 30th, 2022, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The memory content further showed that the pacemaker was re-initialized without issues on march 8th, 2024. In particular, the pacemaker did not re-activate the safety backup mode during or after the re-initialization process. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. A stress test under different temperature environments was performed. A re-activation of the safety backup mode did not occur. In conclusion, the pacemaker activated the safety backup mode one time due to the detection of invalid memory content. The root cause for the invalid memory content was not determinable. External influences, such as strong electromagnetic fields, could be taken into consideration. After re-initialization in the clinic the device was operating as specified. The analysis did not reveal any sign of a device malfunction, neither a material or manufacturing problem.